Event description:
Journal article received: which implant is better for treating reverse obliquity fractures of the proximal femur: a standard or long nail? Guvenir okcu md, nadir ozkayin md,cemil okta md, ismet topcu md, kemal aktuglu md; clinical orthopedics and related research (2013) 471:2768¿2775; reported: a pilot prospective randomized controlled trial that compared the effects of standard versus long intramedullary hip nails, synthes devices proximal femoral nail - antirotation (pfn-a), for the treatment of reverse obliquity fractures of the proximal femur. Patients were randomized into two groups: 18 patients (group 1) were treated with a 130 degree standard pfn-a which was 24 cm in length and 22 patients (group 2) were treated with a 130 degree long pfn-a in variable lengths ranging from 34 to 42 cm. The mean patient age was 79 years. It was noted that three patients in group 1 and four in group 2 subsequently died (date and cause unspecified). Average follow-up range for group 1 and 2 was 14 months and 14.5 months respectively. In group 2, one patient was revised due to a deep infection (grade iiib complication) and six patients experienced malunion. The authors concluded that long pfn-a nails offered no clinical advantage compared to standard pfn-a nails for the treatment of reverse obliquity fractures of the proximal femur. This report is for an unknown screw. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis clinical orthopedics and related research (2013) 471:2768¿2775. Device is an unknown screw, quantity 1. (B)(4). Cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.